Manufacturer narrative:
Correct reporter reported in initial reporter name and address:. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a cloudy fluid. The cause and treatment of the event were not reported. On the same day as the event onset, the patient was hospitalized. At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information was provided because the reporter declined follow up.